Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges lung disease. Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation. Customer contact information was unavailable to gather additional information for evaluation and investigation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported was being contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges lung disease. Medical intervention was not specified. The device was evaluated by the manufacturer's product investigation laboratory (pil) and the customer¿s complaint was not confirmed. Pil received the ventilator and observed no power cord, no outlet filter, no pollen filter and a passive outlet port. This is a bluetooth device which is not reflected in sap. The ventilator was let run for 77 minutes; no foreign particles were observed in the outlet filter. The dc power connector was observed damaged. The ventilator was bench tested which showed the clock setting and the batteries build dates failed testing specs. The ventilator was taken apart. No contamination was found in the air flow path. Contamination was observed inside the blower motor. The ventilator¿s internal foam was black, indicating it was not remediated.